Event description:
During an in clinic follow-up, incorrect measurement due to a diagnostic anomaly was seen on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.